Event description:
The manufacturer received information alleging a "check circuit" alarm condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board and active exhalation control module were replaced to address the issue.